Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected low battery alarm. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call regarding an issue with the insulin pump. The insulin pump's battery had only lasted a day. The customer put another battery but then the insulin pump had shut off. The customer's blood glucose level was unknown. The battery indicator showed a full battery. It was determined after troubleshooting for the low battery that the insulin pump should be replaced. The device was returned for analysis.